Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify or reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off or restarted by itself while it was used to monitor a patient. The device was at that time connected to an ac power supply. No further patient details or information on the patient outcome were provided.

Manufacturer narrative:
Physio-control further evaluated the device but could not reproduce or verify the reported issue. The device was tested extensively without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.